Event description:
It was reported that the display on the insulin pump was blank. Moisture was observed beneath the display. Troubleshooting was performed, but the display could not be restored. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic and motor assemblies.